Event description:
The customer contacted baxter's technical service center regarding therapy assistance. The home patient (hp) stated he had stepped on his line as he got either in or out of bed and it came apart and started to leak. There were no alarms and then the hp proceeded to reconnect his line to his site area again and decided to call baxter for assistance. The baxter technical service representative (tsr) had the hp press stop and close the clamps and disconnect from the patient line. They reset the hc back to load the cassette so the hp could remove the supplies. The tsr referred the hp to the on call nurse for further medical instructions. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2013 and he said he did contact his nurse about the issue. He was given antibiotics as a preventive measure. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.